Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following an unsuccessful upgrade procedure from this pacemaker to a cardiac resynchronization therapy pacemaker (crt-p) difficulties were encountered with the automatic threshold test. A manual threshold test was successfully performed and the device was programmed accordingly. It was also noted that the arrhythmia logbook and lead trends had been erased. Boston scientific technical services (ts) was consulted to understand if this was normal device behavior. Ts noted that the missing information was likely due to a benign reset and the issues with the automatic threshold tests were likely due to noise on the evoked response channel. The patient is not pacemaker dependent and there were no adverse patient effects. The pacemaker remains in service and will be upgraded at another time.